Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. It was reported that after the was sheath was removed from the patient after completion of the procedure, the sheath was found to be kinked. There were no patient complications or consequences that occurred as a result of this event.

Manufacturer narrative:
Device evaluated by MFR.: a watchman access system (was) with the dilator in the sheath was returned for analysis. Visual inspection of the device revealed a kink in the sheath 42cm proximal of the tip. Microscopic examination revealed no other damage or defect. A photo attached to the complaint record depicts the sheath kinked. Product and media analysis confirmed the reported event, as the sheath was kinked. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. It was reported that after the was sheath was removed from the patient after completion of the procedure, the sheath was found to be kinked. There were no patient complications or consequences that occurred as a result of this event.